Event description:
Device issue: guide wire separation. Time of device issue: during the procedure. Adverse event: device embedded in vessel. It was reported that during a procedure to the chronically totally occluded right coronary artery (rca), a 300cm bmw guide wire was planned to be placed in the rca. Also, a non-abbott guide wire was placed in the posterior descending artery (pda) and the pda was stented back to the rca with a xience prime 2.2/38mm and deployed at 8 atmospheres. When pulling the jailed bmw guide wire back, some resistance was felt and then the bmw guide wire tip, approx 20 mm, separated and remained in the distal rca. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.